Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.0/2.5/088 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was implanted and removed intraoperatively due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).